Event description:
It was reported by the pt that, one year post a coronary drug eluting stenting treatment procedure, he experienced a myocardial infarction. The pt had a taxus express2 drug eluting stent of an unk size implanted in an unspecified vessel. One year later, the pt had a "heart attack in the same artery that the te2 was placed." Add'l info has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.